Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that care group alarms were not triggering. No adverse event was reported.